Manufacturer narrative:
D9: date returned on 13-dec-2023. One device was received for evaluation. 'Acu watchdog' and 'primary audible alarm power on self-test (post)' alarms were revealed in the event history log (ehl). Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. The plunger assembly was replaced, and preventative maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has exhibited a biomed error in auxiliary control unit. No adverse patient effects were reported by the customer.